Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that the battery cap cannot be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation:the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: during investigation, the battery cap was found to be ¿stuck¿ on the battery compartment. A small crack the top of battery compartment was observed. A visual inspection of the battery cap revealed stripped threads and the slot on top of the battery cap was damaged. The battery cap was not able to secure properly to a test pump. Evaluation revealed that the battery cap contact height and width were not within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.